Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed intermittent error 2012 error in system event log. Fss checked the unit''s hard drive, which was fine. Fss replaced the ethernet cable and instrument manager single board computer (sbc) printed circuit board (pcb). Fss installed host software and system software. Fss performed full software installation and verified correct firmware versions. Fss also replaced the cracked pneumatics filter housing and all pneumatic filters as well as verified correct pneumatics and vacuum function. Fss carried out the field service checklist, which the unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the whitestar signature system intermittently entering safe mode (error 2012 (instrument host timeout error). The customer also reported that the instrument pneumatics pump running frequently. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.